Event description:
It was reported that a hole was discovered in the hose portion of the pneumatic drill. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.